Manufacturer narrative:
Device was not explanted. MFR can not be determined without a part number. Report was received in complaint handling unit on (B)(6) 2011. MFR date and 510k/PMA can not be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt is part of an (B)(4). A (B)(6) old male patient, status post disc replacement at l4-l5 and l5-s1 on (B)(6) 2002 was doing well until (B)(6) 2006. Pt was moving heavy equipment and had sudden onset of low back pain. Pain continued with radiculopathy into his left posterior thigh, knee pain, leg cramps and difficulty walking. X-rays revealed bulging at l2-l4. CT/discography on (B)(6) 2006 with multiple annular fissures. Pt underwent posterior segmental intrumentation with dynesys and decompression at adjacent level l3-l4 on (B)(6) 2006. Prodisc devices remain intact.